Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. Discoloration was observed through the top housing. Upon removing the top housing corrosion was observed on multiple needle mechanism components. Initial attempts to download the data from the pod were unsuccessful due to the pod going into alarm during download. The pod was attached to an external power supply for an 80-hour reset. Following the reset, connection with the master controller was reattempted, however this was unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master controller. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in fluid leaking inside the device. The internal leak contributed to the corrosion observed and the inability of the pod to connect to the master controller. The soft cannula tear and resulting internal leak prevented the proper delivery of insulin.